Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2022, (B)(4) (con): information was received from a patient. It was reported that they heard recently 5-6 people had the devices implanted and had them removed.